Manufacturer narrative:
(B)(4). The analysis results confirmed that the b5lt device was returned in good visual condition and without its original package; foreign matter was found inside of a petri dish returned and appears to be a piece of rubber not belonging to the assembly. This material is not similar to any material used during manufacturing process of the device. No conclusion could be reached as to how this damage occurred. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a foreign object can be observed near a metallic ruler, apparently the size of the object is around 1.5 cm. However, it cannot be concluded if the object belongs to the assembly through the photos; no conclusion could be reached as to the origin of the foreign matter as the device nor the foreign matter have been returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic unknown procedure, a rubbery material was found inside the patient after inserting the trocar. It is not clear if the material was part of the trocar or was a foreign material packed with the trocar. The rubbery piece was retrieved from the patient and another device was used to complete the case. There were no adverse consequences to the patient.